Event description:
It was reported that during a procedure the console displayed error code 1301. A suspected noise of a beam source mirror break occurred prior to the error message. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
The service repair was performed by the field service engineer (fse) on site. During service repair, the fse confirmed the fault condition. The beam source was inspected, and the engineer determined that the yag rod was cracked. The thermal crack in the yag rod was the cause of the console's inability to produce sufficient laser output problem. The beam source was replaced to resolve the issue. The laser console was calibrated, and it passed full functional and electrical safety testing. The reported allegation is confirmed. Based on the analysis results, the investigation conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure the console displayed error code 1301. A suspected noise of a beam source mirror break occurred prior to the error message. The procedure was not completed due to this event. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.